Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device was interrogated after an atrio-ventricular node ablation procedure and showed the device was at elective replacement indicator (eri) status with an indicated date that was invalid. The device was programmed out of eri parameters. It was revealed that the device experienced an electrical reset coinciding with the ablation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) time stamp 2014-(B)(4), correlates with date of av ablation. Ablation energy and frequencies known to impact devices low battery detector circuitry. Clearing status and programming desired pacing mode and rate will get back to prior device operation.